Manufacturer narrative:
Analysis determined that as reported, the diameter of the catheter at the tip is too large, measuring 1.8796 mm. It should be 1.65 mm. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received information regarding a navigation device being used for a soft tissue ablation (neuro) procedure. It was reported that they had a catheter that would not pass through the bone anchor. It was confirmed that the tip on this catheter was too large, as other instruments were able to pass through the bone anchor and after opening another kit the new catheter passed through successfully. There was no patient impact reported and a delay to surgery of less than one hour.